Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that paced complexes were observed following the qrs upon review of electrograms (egms) during this patient's follow-up. Boston scientific technical services (ts) reviewed strips and indicated they appeared consistent with a right atrial (ra) lead dislodgement with the lead having fallen into the rv as evidenced by ventricular capture during atrial pacing. Ts recommended obtaining a chest x-ray to confirm lead position. Information was later received indicating the lead had dislodged. As a result, the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position with a stylet inserted. Subsequent electrical testing did not identify any product abnormalities. Inspection of the lead body and electrode tip, including x-ray, found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observations of dislodgement or helix issues. Several implant technique and product design factors may contribute to helix extension/retraction difficulties, including: tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, kinks in the lead introducer sheath, under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts. In addition, the ingevity lead was designed with single filar inner and outer coils for improved flex fatigue and for better performance within an MRI environment, with multiple layers of insulation between the conductors for long-term reliability. This design, in conjunction with the contributing factors mentioned above, may impact the rate at which torque is transferred from the terminal pin to the helix mechanism. Approved instructions for use provide best practices to mitigate these potential contributing factors.

Event description:
Additional information was received that during the revision procedure the physician encountered difficulty re-extending the helix and thus resulted in the lead's explant. No further observations were reported.